Manufacturer narrative:
Qn#: (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff received persistent helium loss 3 alarms. The staff reduced the intra-aortic balloon (iab) volume down to 26cc, which decreased the alarm frequency; however, they were still getting helium loss alarms. The alarm history showed many helium loss 3(2) alarms but no high-pressure alarms. There was no blood in the gas tubing, and there were no kinks externally. It was noted that the iab will likely be remove the following day. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff received persistent helium loss 3 alarms. The staff reduced the intra-aortic balloon (iab) volume down to 26cc, which decreased the alarm frequency; however, they were still getting helium loss alarms. The alarm history showed many helium loss 3(2) alarms but no high-pressure alarms. There was no blood in the gas tubing, and there were no kinks externally. It was noted that the iab will likely be remove the following day. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.